Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast on the tip coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core and shaping ribbon were intact. Analysis noted a bend in the core at the distal end of the proximal solder which is consistent with interaction with the lesion anatomy and/or other device as there was no reported damage during inspection prior to use. Analysis confirmed the reported looped shape of the guide wire as the distal end of the tip was prolapsed and corkscrewed which is consistent with interaction with the lesion anatomy and/or other device. The lesion was described as 90% stenosed which could have contributed to the reported shape of the guide wire tip. Since there was no reported damage during inspection prior to use, this is likely not pre-existing. Analysis could not confirm the reported resistance with the guide wire and intra-vascular ultrasound (ivus) as the outer diameter of the core proximal to the hypotube was measured with a laser micrometer and met manufacturing criteria. The solder joints outer diameter could not be measured due to the damage noted to the tip. The ivus catheter used in the procedure was not returned which could have aided in the evaluation. Resistance with the guide wire and the ivus can occur due to, but not limited to, a damaged guide wire, condition of the wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the ivus can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. In this case, the lesion was described as 90% stenosed which could have contributed to the reported resistance. Reportedly, force was used to remove the ivus catheter, and both devices came out together. It should be noted that the warning section of the instructions for use states: do not apply force if resistance occurs between this product and the interventional device used with this guide wire during the procedure. Check the cause of resistance by removing the interventional device and this product together. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported resistance or prolapsed tip. Overall, a conclusive cause could not be determined for the reported resistance and the reported looped shaped tip appears to be operational context of the procedure and there is no indication of a product quality deficiency. This type of reported event will continue to be monitored. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) artery with mild tortuosity and mild calcification. The balance middleweight universal guide wire was delivered to the peripheral part of the lad, and intravascular ultrasound (ivus) was performed successfully; however, during removal, resistance was noted between ivus and the guide wire. Force was used to remove the ivus catheter, and both devices came out together. After removal, it was noted that the tip of the guide wire was loop-shaped. A non-abbott guide wire was used to complete the procedure with successful direct-stenting of a 3.0 x 15 xience v. There were no adverse patient effects reported. No additional information was provided.